Manufacturer narrative:
Reported event: an event regarding alleged "seating/locking issue" involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. There were evidence of scratches where contact would have been made with the baseplate while attempting to seat the insert. Examination of the device by the material analysis engineer indicated "damage observed on the inserts consistent with contact against the baseplate." Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the investigation concluded that based on the returned device, there were evidence of scratches where contact would have been made with the baseplate while attempting to seat the insert. Examination of the device by the material analysis engineer indicated "damage observed on the inserts consistent with contact against the baseplate." No further investigation for this event is required at this time.

Event description:
The company representative reported that the surgeon had trouble implanting a mako partial knee. This was a primary surgery on the left knee. An update on (B)(6) 2017 reported that the surgeon had trouble getting the implant lined up correctly and couldn't get it to snap down in place. Neither of the inserts were implanted and a third poly was brought in from our office and was implanted. There was a surgical delay of approximately 35-40 minutes while we waited on a third poly to be delivered to the hospital from our office.